Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pressure transducer test during the pre-use check. Our field service engineer investigated the ventilator on site. The expiratory channel and the expiratory pressure transducer printed circuit board (pcb: s) were replaced and returned for technical investigation. An additional out of box expiratory channel printed circuit board were also returned for investigation as it was mentioned it failed the flow transducer test. After replacement, the unit passed all functional and safety tests per factory specifications returned to customer and cleared for clinical use. Simulated test use in a ventilator of the returned expiratory channel and the expiratory pressure transducer printed circuit boards did not reproduce the reported failure, pre-use check successfully passed without any kind of deficiency or errors. No abnormal found during six hours ventilation on a test lung. Simulated test use in a ventilator of the returned out of box expiratory channel printed circuit board could reproduce the reported failure. The flow transducer test failed during the pre-use check. However, the root cause to the reported failures and investigation of the returned pcb: s could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).